Manufacturer narrative:
One 2.0 minitac ti anchor inserter was returned for evaluation. The anchor and suture were not returned for examination. Examination of the inserter showed no sharp edges or abnormalities that would cause or contribute to suture breakage. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not retracting the suture tensioning mechanism fully. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a finger procedure, when the surgeon inserted the anchor and pulled the suture, the suture fell off the anchor. The procedure was completed with a back-up device so another bone hole was necessary. No patient injury or delay were reported.